Event description:
The user reported recurring pain around the implant area and no auditory perception with using the device in the past one year. The user was explanted.

Manufacturer narrative:
Conclusion: based on the received information from the field, the recipient experienced pain at the implant site and performance issues which are not further described. Reportedly the recipient was a non-user for almost five years and did not show attend regular check-ups. However, in order to exclude a device contribution to the reported symptoms an extended device investigation was necessary. Unfortunately, during residual gas analysis the device was inadvertently damaged and device investigation could not be performed in its full scope. Therefore, the root cause for the reported issues remains unknown. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported pain around the implant area and no auditory perception with using the device. She did not wear the audio processor for a long time and did not appear for the regular check-ups. The user was explanted on (B)(6) 2021.